Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) on (B)(6) 2018, it was reported that the device was not running smoothly. It can be heard when checking the device. On (B)(6) 2018, it was clarified that the device was having rpm issues. The event occurred on (B)(6) 2018 during kit inspection. The event was not identified after a recent purchase or repair. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformance's, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the unit does not run at optimal performance and the bearings and o-ring were replaced. This is not a related issue. Product review of the air dermatome on may 9, 2018 revealed that the calibration was out of specifications at the 0 setting only. The motor speed was within specifications (5,125 rpm) and the hose made a high pitched sound while the device is running. The vespel and semi-circle bearings were loose. Repair of the air dermatome was performed by zimmer biomet surgical on may 9, 2018 which included replacement of the bearings and hose. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event¿ the device was not running smoothly, it can be heard when checking the device¿ was confirmed since the hose was making a high pitched sound while it was running. The reported event ¿the device was having rpm issues¿ was non-verifiable since during initial inspection the motor speed was within specification. The cause of the device not running smoothly was due to the damaged hose. The root cause of the device not running smoothly could not be determined with the provided information since it is unknown since it is unknown how the damaged occurred. The root cause of the device having rpm issues could not be determined with the provided information since during initial inspection the motor speed was within specification. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that it could be heard that the zimmer air dermatome is not running smoothly. The vibrations can lead to a not smooth cut. It can be heard when checking the device. This was found during kit inspection/sterile processing. No adverse events reported as a result of this malfunction.